Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no patient or staff injury was reported.

Event description:
The customer reported that the 7700 system was emitting x-rays on its own. No patient or staff injury was reported.